Event description:
It was reported that the unit was not reporting correct data even when the disposable had been changed out. A replacement camino was put into place with satisfactory results. There was no patient injury. Revision/medical intervention was required. Date of incident was reported as "several dates". Request for additional information has been sent but to date, no new information has been provided.

Manufacturer narrative:
Additional information received on 11jul2017 clarifying that integra's awareness date should be 13jun2017 and not 16jun2017. Investigation completed 08/25/2017. The DHR was reviewed and no anomalies that could be associated with the complaint incident were observed. Date of manufacture: 2015 ¿ feb. A review of the customer complaints was completed using the following key words ¿unit is not reporting correct data¿ and ¿results or readings¿ in the search criteria. The review encompassed dates 10-jul-16 to 10-jul -17. Additionally, the review verified that this complaint is the single complaint occurrence for the serial number under investigation for this complaint. Rate of occurrence: during the time period ¿aug 16 to jul 17¿, the global product usage for cam02 monitors was calculated as (B)(4) usages, using the total quantity of cam02 monitor catheter sales sold to calculate the quantity of usages. 1 catheter is used per procedure, and is used as a means of quantifying the number of procedures undertaken. The quantity of complaints in the complaint review (3) can therefore be calculated as (B)(4). The evaluation was unable to conclusively verify the complaint as valid.